Manufacturer narrative:
Unique identifier not available at the time of reporting. No parts have been received by the manufacturer for evaluation. Manufacture date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the short spine clamp. The manufacturer representative stated that the double short spine clamp was stuck/jammed and wouldn't tighten around the spinous process (l5 s1). The manufacturer representative stated that if it is tight on the spinous process while fully loosened, the screw won¿t drop down to start threading to tighten around the spinous process. The user has to pinch the jaws of the clamp together to get the screw to drop down but they can't use a strong enough force to pinch the jaws together. The site then switched to the longer spine clamp for the rest of the case. There was no delay to the procedure. No impact on patient outcome.